Manufacturer narrative:
Provided information about evaluation and coding.

Event description:
It was reported to philips that the device won't charge. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the ac module needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The customer was advised that the ac module was defective and would therefore need to be replaced to resolve the reported issue. As the customer had no entitlement the fse only provided information and the work order was closed. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device won't charge. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device won't charge. There was no patient involvement.